Manufacturer narrative:
Brand name: aquacel/aquacel ag - surgical cover dressings. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Two (2) potential manufacturing site numbers are listed below. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user had a pacemaker inserted by a cardiologist on (B)(6), 2018. She was provided with a tear off sheet with instructions to remove the dressing today. The complainant could lift the adhesive edges but found the hydrofiber portion of the dressing to be adherent and she was unable to separate it from the incision site without causing discomfort and a pulling sensation. Concerned she had pulled on the closure holding the incision, she decided to return to the cardiology office to have the dressing removed and the incision site assessed. No harm was reported.